Event description:
It was reported the small intestinal videoscope was incorrectly reprocessed, as it was put into the sterilizer and blew up as the cap was left on it. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " sterilization was performed with a cap on the device" malfunctions would likely be related to a difference in recognition on handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use which state: evis exera ii sif type 180 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.